Event description:
New information received indicated that additional non-sustained rv oversensing episodes were observed through remote transmission due to t-wave oversensing. The patient was asymptomatic. Programming changes and further testing were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to fusion events. The patient was asymptomatic and will continue to be monitored.